Event description:
Reporter alleged a valid lab comparison was performed versus the blood glucose monitoring device. Reporter stated the device result was 425 mg/dl but it was unknown if the patient was fasting. Reporter stated a lab result of 283 mg/dl was obtained twenty three minutes later. Reporter indicated controls were used before and after the comparison and found to be within range. Reporter stated a lab test was ordered as treatment and did no indicate any other treatment administered. A request was made for the return of the suspect device and replacement product was sent.